Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were feeling "a shocking or thumping feeling around his heart" and felt like, while he was at work, other devices were interfering with his implantable pulse generator (ipg). Follow-up was conducted to obtain information on the patient and whether the episode was device related. Follow-up determined that the patient's right ventricular (rv) lead was causing diaphragmatic stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.